Event description:
Related manufacturer reference number: 2017865-2022-05799. Related manufacturer reference number: 2017865-2022-05800. Related manufacturer reference number: 2017865-2022-05807. It was reported a patient deceased due to cardiopulmonary arrest. It was unknown if the death was related to the patient's implantable cardioverter defibrillator system.

Manufacturer narrative:
Correction date of death should have been (B)(6) 2021 rather than (B)(6) 1921.

Manufacturer narrative:
The device was returned and analyzed in the lab. Upon receipt, the device was above elective replacement indicator (eri). Functional bench test was performed; telemetry, pacing, sensing, impedance, hv output, hv shock and patient notifier were tested. No anomaly was detected.